Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced for unknown reasons.

Event description:
It was reported that during a left ventricular (lv) lead revision, the physician accidentally dislodged this right ventricular (rv) lead, subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that during a left ventricular (lv) lead revision, the physician accidentally dislodged this right ventricular (rv) lead, subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported.